Event description:
Physician reported left side textured to smooth implant exchange and later confirmed bilateral rupture. Device has been explanted.

Manufacturer narrative:
Continued zip code (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, observed 40 mm dark patch edge material inside gel device, an opening on anterior, and crease fold. A microscopic analysis was performed which identified: a sharp opening with stress marks near of the opening site, this condition was called surgical impact and a crease sharp opening on anterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on anterior assessed as surgical impact. A crease sharp opening on anterior assessed as fold flaw opening.

Event description:
Physician reported left side textured to smooth implant exchange and later confirmed bilateral rupture. Device has been explanted.